Event description:
The fse reported a cine disk not available error message. This would prevent the cine function from operating, causing a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine disk drive and cine disk cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.